Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. At time of report, the transmitter had been in use for longer than 3 months. The customer was instructed to use a new transmitter.